Event description:
The customer contact reported leak of fluid with subsequent exposure to the nurse. After an unspecified length of time in use, the liner filled with bodily fluid and the built in shut off valve stopped fluid flow. It was reported that as the nurse was replacing the liner, fluid splashed onto his skin. The nurse reportedly went to the emergency room for unspecified treatment. It was reported that unspecified blood tests were completed. Though requested, no additional info was provided including the nurse's outcome.

Manufacturer narrative:
Adult. The customer indicated the device was discarded. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number 43042. The domestic list number, has a common device name of 80gcx and is 510k exempt. The info on reprocessing of the device was requested; however, no response has been received. This report represents all the info known by the reporter upon query by hospira personnel, (B)(4).